Manufacturer narrative:
Film evaluation results are: the films during implant procedure that showed the bifurcate infolding were not provided. The reported bifurcate infolding could not be confirmed and the exact cause could not be conclusively determined from the pre-implant cta's provided. It is possible that stent graft may have been oversized. From the pre-implant cta's provided, the aortic neck diameter was irregular in shape due to thrombus. The proximal aortic neck flow lumen measured ~ 25x28 mm and at 10 mm below was ~ 25x32 mm. The distal aortic neck flow lumen diameter (~ 25 mm below the lowest renal) was ~ 21x22 mm. The proximal aortic neck to the proximal aaa was angulated ~ 70 deg, l-r. It is possible that implanting the 36 mm diameter stent graft in a highly angulated aortic neck with small flow lumen that contained thrombus may have contributed to the infolding. Eval: failure to follow instructions (oversizing the stent graft). Off-label, unapproved or contraindicated use (aortic neck angulation).

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a abdominal aortic aneurysm. It was reported that there is intramural thrombus and angulation in the aortic neck. During the index procedure, an intravascular ultrasound revealed that there was infolding in the endurant iis stent graft bifurcate. No endoleak was observed. The physician elected to complete the procedure without intervention. The event was not resolved. The physician stated that the exact cause of the event is unknown, however it may be related to aggressive oversizing to the blood vessel lumen as there was thrombus in the neck. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.